Event description:
A peritoneal dialysis registered nurse (pdrn) reported a cycler has a blank screen during an unknown phase of treatment. The nurse pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made sound when pressed. The pdrn rebooted the liberty cycler, but the reported issue continued. The pdrn also reported a burning smell emitting from the liberty cycler. This is an out of box failure. The fresenius technical support representative advised the pdrn a replacement cycler would be issued, and to discontinue using the current unit. There was no patient harm or adverse event indicated, no reportable malfunction. Additional information was requested but not received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis a visual inspection of the returned cycler exterior no showed signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code [2211] which reflects the transformer has [p155] insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Voltage verification check passed. The touchscreen test passed. An internal visual inspection of the returned cycler was performed. There were no visual indications of dried fluid under the pump assembly on the bottom cover. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.